Event description:
It was reported that patient was revised due to left and right tibia trays loosening at cement to implant interface. It was reported that patient underwent bilateral tka in 2019. Over time, he developed pain and both tibia trays were found to be loose. Revision surgery occurred on both tibia trays. Affected side: right.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11. Additional manufacturer narrative: d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available.